Event description:
It was reported that during failure analysis for complaint (B)(4) (reported under MDR 2134265-2020-07591), two additional needles used during the event were sent back for evaluation and found to have obvious polytetrafluoroethylene (ptfe) coating issues. This MDR is being reported for needle lot u0025 with ptfe coating damage.

Manufacturer narrative:
The returned device analysis identified damage to the needle shaft coating, most probably caused by interaction (electrolysis reaction) with the initial failed needle. Proximity to the failing needle led to errant energy arcing to the adjacent needle(s) causing the ptfe coating to degrade. Further analysis of the needle identified heater coating deterioration due to the rough inner surface of the spring. The additional testing performed after the procedure and during analysis may have accounted for this damage. The needle passed electrical testing. Based on the investigation findings, the most probable cause was determined to be a component failure as there was no device malfunction reported during the procedure or following additional testing at the customer's site. At this time, the findings are considered a consequence of the initial event reported in MDR 2134265-2020-07591.

Event description:
It was reported that during failure analysis for complaint (B)(4), (reported under MDR: 2134265-2020-07591), two additional needles used during the event were sent back for evaluation and found to have obvious polytetrafluoroethylene (ptfe) coating issues. This MDR is being reported for needle lot u0025 with ptfe coating damage.